Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation against the right ventricular (rv) lead could not be confirmed by analysis. The complete lead was returned. Tissue was noted around the tines of the lead. The lead then passed all other electrical testing.

Event description:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted since during the implant procedure this lead perforated the heart. Additional information indicates that during the implant procedure this lead got caught on the tissue and the physician decided to remove this lead. However, the physician had difficulty removing the lead. After several attempts, the lead was successfully removed. This lead was never in service. No additional adverse patient effects were reported.